Manufacturer narrative:
H3 device evaluation - the returned driver was examined with the aid of a 5x loop. The driver is fractured surface is skewed relative to the drivers longitudinal axis and includes two distinct areas. There are a number of closely spaced fracture planes on the low side of the driver away from the hexalobe tip. It appears that the fracture initiated in this region. High torque in conjunction with off axis loading could result in such a failure or result in the initiation of the fracture that subsequently manifested itself in this procedure. The cause cannot be ascertained from the complaint but is likely due to high torque in conjunction with off axis loading at some point the device's history of use. Review of device history records found fifteen (15) pieces of lot 33847mm were released for distribution on 8/17/2016 with no deviation or anomalies. Two-year complaint history review (11.10.2018-11.10.2020) found this to be the only complaint for the reported lot number. Further review did not identify a trend for reports of this nature for this part number.

Event description:
It was reported that a during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the lock-screw torque driver (39-rd-0060) broke off in the head of the lock screw. The tip of the driver was lodged inside the locking cap and remains in the screw, implanted in the patient.

Manufacturer narrative:
Patient information - unknown. Other serious (important medical events):this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the lock screw implanted in the patient. Date of event: unknown. Occupation: other; distributor. Other: evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the lock-screw torque driver (39-rd-0060) broke off in the head of the lock screw. The tip of the driver was lodged inside the locking cap and remains in the screw, implanted in the patient.